Event description:
It was reported that the patient presented to the clinic for scheduled follow ups. The patient's right atrial (ra) lead exhibited noise over-sensing and isometric testing performed at the clinic were unable to replicate the noise events. Fluoroscopy imaging showed the ra lead to be dislodged. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.